Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during enroute arterial sheath placement and was not treated during the procedure as it was not seen on the angiograms after stent placement. 3 hours post procedure, physician was notified neuro status changes and took patient to neuro ir where angiogram was performed."the physician decided to balloon and place an unplanned additional stent to treat the dissection and thrombus. Subsequent to the intervention, the patient was unresponsive. Magnetic resonance (mr) of the brain indicated acute right aca/mca and mca/pca watershed territory infarcts with multifocal petechial hemorrhage. Additional information obtained indicated that the untreated dissection likely led to thrombus formation and mixed pattern of embolic and watershed stroke.